Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): sssa-ew-09 adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was running from three pit bulls and received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. The r wave had a low value as well. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.